Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned without any blood visible, consistent with the reported information that there was no patient involvement. There was saline visible in the outer tube. The outer tube was retracted 3 mm from the soft tip. The first row of the stent implant was fully expanded distal to the distal marker. The proximal end of the stent implant was 4 mm distal to the proximal marker. There was no other damage noted to the stent implant. The tuohy borst adapter was tight on the metal shaft. There was no other damage noted to the sess. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, it may be possible that the premature deployment is related to handling and/or inadvertently pushing the metal shaft during handling. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that during the procedure in the common biliary, the selfx stent system was advanced over the guide wire. During advancement, the physician noted that the stent was prematurely, partially deployed around the entry of the clamp/forceps of the endoscope outside of the anatomy. The stent system was no longer used and a new selfx stent system was used to complete the procedure. There was no reported significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.